Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: medical device problem code 3190 removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was an arteriotomy closure of the right common femoral artery (rcfa) using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. When removing the plunger of the second proglide device only the needles came out, a cuff miss occurred. The suture of a third proglide device was successfully pre-placed. The sheath was upsized to a 19f sheath and the aaa procedure was completed. Hemostasis was achieved with the successfully pre-placed sutures of the first and third proglide devices in the rcfa. The suture of a fourth proglide device was successfully deployed and achieved hemostasis at the left common femoral artery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that 4 proglides sutures were implanted; however one suture "did not work". No additional information was provided.